Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was cracked and the reporter could not read the screen safely. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2014 with the following findings: during testing, the pump powered on to a blank display screen with functioning auditory and vibratory settings. The pump was opened and the display screen was found to be damaged and cracked. The pump powered on with a test display to a functioning display screen. Unrelated to the initial complaint, the battery compartment was cracked.